Event description:
The date of event is unknown. Customer reported an extension set that leaked at the 'y' joint where the two smartsite ports come together. No patient harm was reported. Set was discarded. No additional patient or event information was available.

Manufacturer narrative:
(B) (4). (B) (4).